Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the hypotube. There was blood and contrast in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic inspection revealed a longitudinal tear 10mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 50mm x 2.5mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 2.00mm x 12mm maverick balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the shaft fractured. The device was removed with no fractured parts left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 50mm x 2.5mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 2.00mm x 12mm maverick balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the shaft fractured. The device was removed with no fractured parts left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.